Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/26/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d9. H3 evaluation: h3 investigation summary: an opened box with nine packets of product code u7013 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the nine packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot number qjmtbe, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify how many sutures broke during surgery? The issue occurred 3 times (3 products involved). Device return status:there are 9 remained samples from the same box to return for analysis. The following information was requested, but unavailable: in relation to needle, what is the approximate location of suture breakage was there any adverse consequence associated with the patient? Events were submitted via 2210968-2021-05640, 2210968-2021-05639.

Event description:
It was reported that the patient underwent a cataract surgery on (B)(6) 2021 and the suture was used. During the surgery when the suture was placed in place, the latter broke. This has happened 3 times with the same lot. Another like suture from different batch without the wire breaking was used to complete the procedure.